Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit board (pcb) has been completed. The pcb was installed in a reference ventilator for simulated use testing. Pre-use check and ventilation was performed without any issues. Visual inspection showed no defects. The reported issue could not be reproduced. The device logs show that there has been leakage problems on several occasions. This type of fault can occur if there is a loose tube or connector in the system. It is possible that this was the cause for the reported issue and not the returned pcb. However this cannot be confirmed. The root cause of the reported issue could not be determined. If there is a leak in the system this can lead to stop of ventilation and to low oxygen delivery. This will be detected during pre-use check and during ventilation by generated alarms. The device logs show that the issue first occurred on the (B)(6) 2017, date of event is updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Added the date of this report- (B)(6) 2017 to which was mistakenly not entered on the # 1 follow-up submitted earlier today. The investigation of the returned expiratory channel printed circuit board (pcb) has been completed. The pcb was installed in a reference ventilator for simulated use testing. Pre-use check and ventilation was performed without any issues. Visual inspection showed no defects. The reported issue could not be reproduced. The device logs show that there have been leakage problems on several occasions. This type of fault can occur if there is a loose tube or connector in the system. It is possible that this was the cause for the reported issue and not the returned pcb. However this cannot be confirmed. The root cause of the reported issue could not be determined. If there is a leak in the system this can lead to stop of ventilation and to low oxygen delivery. This will be detected during pre-use check and during ventilation by generated alarms. The device logs show that the issue first occurred on the (B)(6) 2017, date of event is updated accordingly.

Event description:
(B)(4).